Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up, down, and ok button require multiple presses to get a response. The issue began over the last few months. Reportedly, the rubbery part of the keypad started to peeling off of the top of the pump last week. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the keypad was peeling down from above the contrast button. The contrast button was not functional. The up, down, and ok buttons were intermittently responsive. Removed the remainder of the keypad. The contrast contact was missing. There was contamination under all remaining contacts. Unable to fully test audio due to nonfunctioning contrast button. Audio was present but could not obtain reading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.